Event description:
The olympus representative reported the light guide connector on the endoeye flex deflectable videoscope had an air leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted noise occurred due to breakage of the video connector board and no image was displayed. This report is to capture the reportable malfunction of noise occurred due to breakage of the video connector board and no image was displayed noted at estimation.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. Water leak inspection found water tightness was not maintained due to cracking in connector as a result of external factors. The observed image disappeared at any angle. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. The video connector was cracked. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device manufacture date- sep 12, 2013 should have been selected on the initial report rather than sep 13, 2013. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.